Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited high thresholds and a gradual rise in pacing impedance until it triggered an alert for undefined high pacing impedance. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.